Event description:
Information received indicates the brake caster wheel will lock in brake but the casters continue to swivel if pushed from the side.

Manufacturer narrative:
The technician replaced two casters to repair the stretcher.